Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.investigation summary:one sample and one photo was provided for quality investigation. The customer complaint of cosmetic issues - discolored was verified by visual inspection. The drip chamber submitted appears to have a darker tint in coloring. A device history record review for model 2426-0007 lot number 19016697 was performed. The search showed that a total of 17,283 units in 1 lot number was built on 25jan2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the discoloration of the drip chamber is a result of the radiation sterilization process. The light amber hue of the returned sample is considered to be a typical occurrence and is purely cosmetic; sterility and functionality are not affected. The sterilization certificate was provided to show the method of sterilization (gamma) and to confirm that the affected lot was processed within specification. This incident has been added to our database of reported incidents.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: material #: 2426-0007. Batch/ lot #: 19016697. One of the hfhs clinics is questioning if they are able to use tubing that is slightly discolored.